Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the steps taken to resolve the neurostimulator (ins) shutting off when near electrical stations was to just stay away from them. The patient reported that the issue was resolved as she hadn¿t gotten in to see a pain specialist in (B)(6) yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient got too close to an electrical station and her ins shut off. The patient states that her reason for calling is to get assistance with jump-starting her ins. The patient had already tried turning the ins on with her patient programmer and reiterated that the ins needed to be jump-started. No patient symptoms were reported. No further complications were reported/anticipated.